Event description:
Attached equashield vial adaptors to azacitadine vials. Added 4 ml of swfi with 5 ml syringe and then drew up dose. When drawing up the dose, the azacitidine liquid started leaking into the barell of the syringe. Tried multiple syringes but ultimately had to waste the vials and start over.